Event description:
User was unaware and rotated gantry into patient resulting in serious injury to patient. The patient had facial injuries due to a collision of the gantry with his face. The patient had a le fort ii (pyramidal fracture) type injury, causing a bone fracture of the maxilla and a fracture of the nose. The patient was treated in the emergency room of the hospital where the incident occurred and then taken to another hospital to be evaluated by a specialist doctor. The specialist performed all necessary treatment and ruled out the need for surgery. Patient returned for treatment a few days after the event.

Manufacturer narrative:
The patient successfully completed the planned treatment without incident. However, during unloading, the therapists inadvertently moved the gantry toward the patient. As a result, the gantry struck the patient on the treatment couch (table), causing serious injuries. The incident was determined to be the result of user error and inattention after the patient treatment. There was no failure or malfunction of varian software or hardware. The therapists did not monitor the video system remotely while moving the gantry (using dedicated keyboard from outside of treatment room) with the patient on the treatment couch (table), which allowed the collision to occur. Varian has implemented zone rules to help reduce the risk of collisions between the gantry, treatment couch (table), and patient during standard clinical setups. However, as outlined in the clinac instructions for use (IFU, p1012935-002-b, pp. 45,46 and 56,68), zone rules have limitations particularly in situations involving atypical orientations of the gantry, patient, or table. In such cases, users are advised to exercise additional caution to prevent potential collisions. The IFU describes how exclusion zones operate, their capabilities and limitations, and most importantly provides guidance on avoiding collisions (p. 56, prevent collisions during remote motions). Varian also recommends performing a dry-run to check for potential collisions, especially before the first treatment (IFU, p. 56). Additionally, varian recommends in the IFU to observe all equipment motions, either directly or using closed circuit monitors (IFU, p. 46). There has been no report or finding that the varian device has malfunctioned. The issue is attributed to human error.